Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endobronchial tube. The customer reported that during the cuff pre-test, the inflated tracheal cuff was not able to be deflated completely. Customer indicated there was no patient involvement.

Manufacturer narrative:
The sample was returned and visual examination showed that the shape of the returned unit had been altered using the stylet wire. The stylet wire was removed and inflation/deflation testing was successful. There was no fault found with the device. The probable cause is that the cuff test was carried out when the shape of the tube was incorrectly altered with the stylet wire. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an endobronchial tube. The customer reported that during the cuff test, the inflated tracheal cuff was not able to be deflated completely. It was reported that there was no patient involvement.